Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch peh883, and no non-conformance's were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue/location was suturing when pull-off occurred?

Event description:
It was reported that a patient underwent a procedure for a rectocele on (B)(6) 2021 and suture was used. During the procedure, the needle got pulled off. The needle was removed without difficulty and the thread was changed. There were no adverse patient consequences. Additional information was requested.